Manufacturer narrative:
This MDR is being submitted due to the reported wound dehiscence and seroma formation after initial placement of the acell device. The device is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations.

Event description:
On 11/8/1209, acell, inc. Was notified by a surgeon that a patient experienced a seroma four (4) months post operative ventral hernia repair with an acell device placed as an onlay on (B)(6) 2019. The patient experienced a wound dehiscience at repair site on (B)(6) 2019. The wound was drained and debrided on (B)(6) 2019, the wound was cultured with no infection present.